Event description:
It was reported that when the doctor tried to deploy a conformexx biliary stent through a 6 f terumo, into the iliac vein, it would not deploy. The stent was removed and another conformexx biliary stent was inserted and deployed successfully.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. This application represents an off-label use for this device. The info for use states: the bard conformexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.